Event description:
It was reported that during use with a facsymphony a3 special order system sample leakage occurred outside of instrument. The following information was provided by the initial reporter: dripping seen from under the instrument. Additionally, on 2020-09-10 the fse provided the following additional information: was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Sheath and/or samples. 4. What is the source of leak -- waste line or non-waste line? Non-waste line. 5. Was the customer exposed to blood or bodily fluids? No . 6. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary. The reported complaint was confirmed by the fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacing the gashed tubing. The hazard mitigation is sufficient and the residual risk evaluation is afap (as far as possible) in the risk analysis. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. Manufacturing device history record (DHR) review review of DHR part number 660937-660937-r66093700087-106638596-20; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a facsymphony a3 special order system sample leakage occurred outside of instrument. The following information was provided by the initial reporter: dripping seen from under the instrument. Additionally, on 2020-09-10 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Sheath and/or samples. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.